Manufacturer narrative:
This product is available; however, it has not been received for analysis as stated. Additional information has been requested and will be provided within 30 days of receipt.

Event description:
During a procedure to the carotid artery, the physician attempted to deploy the precise stent, to which he had to use force, and felt that the stent was stuck with the sheath. The stent remained in the carotid artery 1/2 centimeter proximal to the target lesion. There was no adverse consequences to the patient. The product will be returned.